Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05731. It was reported that balloon rupture occurred. The tight target lesion was located in the central vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilate the lesion. Upon the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and fluoroscopy was performed and revealed that the stenosis had improved a bit. A 10.0 x 40, 75cm mustang balloon catheter was advanced after measuring the vessel size. The first two inflations went well however, upon the third inflation at 15 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.